Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2008 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported that patient underwent excision of vaginal cuff and of the sacrolpopexy mesh on (B)(6) 2013 in addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that following insertion the patient experienced infection, urinary problems, organ perforation, recurrence and dyspareunia. It was reported that patient underwent paravaginal defect repair, colporrhaphy for repair of anterior cystocele and cystourethroscopy on (B)(6) 2015 for unspecified genital prolapse. Patient had vaginal scar revision, cadaveric fascia lata midurethral sling placement and cystourethroscopy on (B)(6) 2015 for vaginal scar and urinary incontinence. (B)(4).